Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 during pump replacement, the catheter was observed leaking cerebrospinal fluid (csf) from a hole 3 cm prior to the pump connection catheter component. The hcp cut the compromised portion of the catheter and shortened it by 5 cm/5cm of the catheter was removed. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter leakage. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving fentanyl (2000 mcg/ml at 1338.0 mcg/day), bupivacaine (20.6 mg/ml at 13.781 mg/day), and dilaudid (0.9 mg/ml at 0.60210 mg/day) via an implanted infusion pump. It was reported that in (B)(6) of this year the patient had signs of withdrawal and increased pain. There was a fluid buildup in the pump. During a refill, on (B)(6) 2021, the nurses aspirated 16 cc's of clear yellow fluid from the pump pocket site. The patient denied any concerning symptoms. It was noted the pump was helping the patient, however they do not feel their boluses. The patient was scheduled for a pump replacement. Today at their routine replacement it was noted that the catheter had a hole in it. The hcp thought maybe the catheter was folded or rubbing against the palm causing some abrasion to the catheter. The hole was dissected out and the catheter seemed to be functioning properly after this was completed. The issue was noted the be resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8709; lot#serial#: (B)(6); implanted: on (B)(6) 2012; product type: catheter; h3: the pump was returned, and analysis found no anomalies. H3: the catheter was returned, and analysis found a hole cause by deep abrasion on the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.